Event description:
Legal received a letter caliming a patient was revised due to a defective product. Medical records recived indicate that this patient underwent a procedure in 2000 for infection in which all components were removed and an antibiotic spacer was placed. Components then implanted 26 days later. The second revision in 2005 was performed due to pain and wear of the polyethylene tibial insert was noted intraoperatively.